Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that metal shavings were coming out of the collet. There was no patient involvement and no allegation of adverse consequences associated with this event.